Manufacturer narrative:
According to the facility on (B)(6) 2026, the surgeon requested another clip applier that was from their diep pack and was from the same lot number as the first and when it was used to clip to the vessel it also cut the vessel. The surgeon used the product to attach a clip to the vessel in the usual fashion and the product cut the vessel. Per the surgeon the bulldog clamp was applied to the vessel to control the bleeding while the circulating rn went to retrieve a third medium clip applier from the supply room. The clip was successfully applied. Per the surgeon the patient is doing well. It has been determined that the reported event caused or contributed to a death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the facility on (B)(6) 2026, the surgeon requested another clip applier that was from their diep pack and was from the same lot number as the first and when it was used to clip to the vessel it also cut the vessel. The surgeon used the product to attach a clip to the vessel in the usual fashion and the product cut the vessel.